Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. It is reported that prior to the procedure, the facility mistook the aneurx device for a different device; therefore the aneurx bifurcated stent graft and its components were bent to fit the sterilization chamber and sterilized. It is reported that the physician was aware that there was another bifurcated stent delivery system available for use; however, physician examined the sterilized bifurcated delivery system and partially deployed the device on the table. The sheath began to retract; therefore, the physician chose to proceed with using the second sterilized device in the pt. It is reported the pt's iliac vessels were small, tortuous and calcified (a level iii case indicating difficult access and anatomically challenging case). The iliac vessels were balloon dilated with 8mm and 9mm balloons prior to the introduction of a 22 french sheath on the left femoral side of the pt. The stent delivery system was placed into position above the renal arteries and the sheath was pulled back "hub-to-hub". It is reported that the black ring retracted with resistance to about 2/5 distance to the end of the graft and one stent graft ring was deployed when a loud crack was heard. It is reported that the black ring had from the connection to the graft cover and was free-flowing along the length of the delivery system. The entire device was pulled back successfully into the 22 fr sheath. It is reported that although there was a back up aneurx device, the physician chose to place a different device because it was more suitable to the pt's anatomy. It is reported that prior to the device cracking, there was a lot of forward and backward movement and torquin of the device to achieve orientation. It is reported that the pt is doing well and there is no add'l clinical sequelae related to the complaint.